Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The robotic arm shuts off during sawing due to velocity trap and off-plane warnings several times during each cut. It is not a smooth cut and has happened in several knees with multiple surgeons. It happens at least 3 times during every cut. It doesn¿t sound like smooth mechanics. Case type / application: tka 2.0. Mps reported that during cuts on the femur or tibia, the mics handpiece frequently loses power, causing the saw to stop. The arm also exhibits significant vibration and loud noise. These issues occur repeatedly, and the surgeon has requested immediate resolution. The problem has been ongoing for several weeks and has recently intensified. Mics status checks and mako registration pass with no issues.

Manufacturer narrative:
An event regarding application freeze involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: troubleshooting notes: mics status checks and mako registration pass with no issues. Work performed: spoke to mps, he will create a new work order once rob is available for service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The robotic arm shuts off during sawing due to velocity trap and off-plane warnings several times during each cut. It is not a smooth cut and has happened in several knees with multiple surgeons. It happens at least 3 times during every cut. It doesn't sound like smooth mechanics. Case type / application: tka 2.0. Mps reported that during cuts on the femur or tibia, the mics handpiece frequently loses power, causing the saw to stop. The arm also exhibits significant vibration and loud noise. These issues occur repeatedly, and the surgeon has requested immediate resolution. The problem has been ongoing for several weeks and has recently intensified. Mics status checks and mako registration pass with no issues.